Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft obstruction and suspected thrombus could not be confirmed as no images were provided for review and the device remains in use. Additionally, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31aug2016. The heartmate ii lvas instructions for use (IFU), rev. H and the heartmate ii patient handbook rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists stroke, hemolysis, and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Section 1 and section 6 of the IFU also outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient on (B)(6) 2021 the patient was admitted for an outflow graft compression at the area of the bend relief that was fixed with 3 stents. The patient stated afterwards that they had dark black/purple urine. A rise in lactate dehydrogenase (ldh), aspartate transaminase (ast), creatinine, and total bilirubin was noted. A ramp study was performed that was inconclusive for pump thrombosis, although the clinical team was still highly suspicious of thrombus due to the patient's pump parameters. On (B)(6) 2021 the patient suffered a hemorrhagic stroke due to being on heparin before a planned pump replacement. The patient experienced obtundation and hemiparalysis and received supportive care. The patient was no longer a candidate for pump replacement due to their stroke.